Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having problems getting his bolus. He stated that there is a message on the pump that reads that the bolus is undeliverable and he took a shot. The customer experienced high blood glucose. During high blood glucose troubleshooting, his blood glucose was 282 mg/dl and his current blood glucose was 339 mg/dl. He said that he did not feel okay to finish troubleshooting. The customer mentioned that he was hospitalized on (B)(6) 2017 at 3:30 am with an unknown blood glucose and because of high blood glucose. He said that he was wearing his pump at the time of the hospitalization. The customer was finally able to deliver a bolus successfully. He was advised that the message indicated that the sequence of buttons which were required to complete the bolus delivery were not being pressed. He declined high blood glucose troubleshooting. The insulin pump is not being returned for analysis.